Manufacturer narrative:
Engineering investigation: the device in question was not returned so atrium was unable to confirm that a hole in the balloon was the cause of the deployment issue of the stent. The details provided do indicate that the vessel may have been calcified. If the area of the lesion had not been pre-dilated prior to advancement of the icast product there is a possibility that the balloon ruptured on the calcification. This cannot be confirmed without the actual product. Based on the review of the device history records 49 test samples were burst tested either during the balloon forming process and final assembly performance testing. The lowest recorded burst pressure was 17.5atm. This value exceeds the rated burst pressure as specified on the product label of 12atm by 5.5atm. A full review of the catheter lot history records for the devices in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm) result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing associated with the complaint. There were no issues in regards to balloon failures in any of the test devices. In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing. Distal tip tensile testing. Result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing. Conclusion: based on the results of this investigation it is possible that the balloon ruptured on a calcified lesion that may have not been pre-dilated. Based on the successful product performance, inspection requirements being met and in process inspection requirements being met as indicated by the device history records review, atrium can find no fault with the product in question clinical evaluation: endovascular aortic aneurysm repair (evar) is a minimally invasive procedure that is used to treat an abdominal aortic aneurysm. The procedure includes placement of a large endograft within the aorta and stent placement into the adjacent arteries as protection from occlusion by the graft. The graft is then secured via fixation barbs to prevent migration. The instructions for use (IFU): as with all procedures that utilize techniques for introducing a catheter, complications may be expected. Similarly, complications and adverse events can occur when using any endoluminal device. These include, but are not limited to: misplacement, migration, infection, occlusion, perforation or hemorrhage.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted. Associated file: 3011175548-2017-00115.

Event description:
The physician used a stent for a right common iliac artery target in a fenestrated endovascular aneurysm repair. The vasculature was heavily calcified. The stent deployed correctly but the balloon burst at 10 atm.